Event description:
It was reported that the procedure was percutaneous coronary intervention (pci) on ostial left anterior descending (lad)/d left main (lm) artery. Upon getting on the table, the patient began to have constrictive pericarditis (cp). When the physician was canulating vessel with a non-abbott guide catheter, the patient began to have st elevations. The vessel was wired with continuing st elevations, and the physician requested a 2.0x12 compliant balloon. However, a 4.0x15 scoreflex balloon was used and inflated to 12 atmospheres. Two inflations were completed, and no initial angiogram was taken prior to inflation. Angiography was performed after two inflations and all vessels were shut down except for lm and diagonal branch. Patient went into ventricular fibrillation and shocked at 200j. A non-abbott balloon was used down the vessel. The physician attempted to wire the circumflex but was unable to. The patient lost pulse and began to code. It was unable to regain flow to vessel and obtain return of spontaneous circulation (rosc). The patient expired. In the opinion of the physician, the cause of the death was thrombus in the lm that embolized when the vessel was cannulated. No returned device or no other information was provided for analysis. Received the following additional information: lot number cannot be obtained. There was nothing wrong with the scoreflex nc when it was used. Md states that balloon could have contributed to thrombus embolizing, but he states that any balloon would have progressed the situation. Pt had st elevations, prior to engaging the vessel, st elevations does mean that the patient was beginning to infarct.